Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2006 and mesh was implanted. It was reported that the patient was admitted to the hospital with severe abdominal pain during which it was noted a large umbilical hernia protruding through 8.5 cm abdominal wall defect containing loops of dilated colon and small bowel; stranding mesenteric and small amount of fluid within the hernia sac, consistent with partial closed-loop bowel obstruction. It was reported that the patient underwent removal surgery on (B)(6) 2013 during which the surgeon noted small bowel incarcerated in the recurrent hernia sac and densely adhered to the previously placed mesh and it appeared that the mesh had eroded into the bowel causing some contamination of mesh. He freed the bowel from the mesh and removed the mesh in its entirety and resected the segment of bowel that had been adhered to the mesh. He tediously freed omentum incarcerated the hernia sacs, performed bilateral component separation and repaired the recurrent hernia. It was reported that the patient underwent drainage of a large and complex abscess deep into the midline incision on (B)(6) 2013. It was reported that the patient underwent additional drainage of purulent fluid on (B)(6) 2013. It was reported that the patient was hospitalized from (B)(6) 2013 - (B)(6) 2013. It was reported that the patient experienced severe pain and discomfort. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2013. (B)(4) submitted for adverse event which occurred on (B)(6) 2013. (B)(4) submitted for adverse event which occurred on (B)(6) 2013.

Manufacturer narrative:
Date sent to the FDA: 5/23/2024. Additional information: a2, d4. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 6/6/2024. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.